Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2010. According to the complainant, the patient has colon cancer and the clip was being used to mark a tumor. During the procedure, inside the patient, the clip would not release from the catheter nor would the clip release from the tissue. The physician cut the device in order to remove the scope from the patient, however when the physician went to pull the scope out of the patient, the clip tore away from the tissue causing bleeding. Outside of the patient, with some effort, the clip was deployed from the catheter. The physician did not rescope the patient in order to prevent further trauma. The patient was sent into a cat scan (CT) immediately after the procedure. It was confirmed by the physician that the patient electively went to surgery for his cancer.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. (B)(4)- no code available (bleeding). (B)(4) - no code available (surgery). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.